Event description:
Pt had a tracheotomy tube replaced in 2006 without any complications. Pt was discharged in good condition back home. Three weeks later, while the pt was being suctioned, the clip that holds the inner cannula in place broke off and the pt aspirated it. The pt was flown to the hospital where the piece was retrieved successfully. Premier was informed the piece was discarded and digital images were taken by hosp, but they were not made available at the time of this report.

Manufacturer narrative:
It appears from the info available that this tracheostomy tube was manufactured by gilbert surgical (no longer in business) in march of 2002. Premier purchased gilbert surgical in 2005, but not their assets. Premier does not produce the gilbert brand tubes. However, premier is reporting this event in accordance with FDA 21 cfr medical device reporting requirements.